Event description:
It was reported the c10-3v transducer had a crack which created a sharp area on the lens. This was associated with an affiniti 70 ultrasound system. This was found outside of patient use, there was no patient or user harm associated with this event. Philips has started an investigation and upon completion, a follow up report will be submitted.